Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, there was a hole in the bag which caused gallstones to leak out of it into abdominal cavity. The surgeon had to removed the stones and gallbladder from the abdomen and irrigate with antibiotics that prolonged the case.